Manufacturer narrative:
Product complaint pc (B)(4). (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device lot number qgbccxr0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a c-section in 2021 and the suture was used. During a cesarean delivery, when closure of the wall, the needle broke during the introduction into tissues. Two pieces of the needle were found outside the patient without additional medical intervention. The needle was changed, and delay was less than 15 minutes. There were no patient consequences reported.